Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the peritonitis was unknown. One day after onset, the patient was admitted to the hospital for the event. On an unreported date the patient began treatment for the peritonitis with injection vancomycin 1gm, meropenem 1gm, and amikacin 125mg (routes and frequencies not reported). At the time of this report, the treatment for the peritonitis was ongoing and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.